Manufacturer narrative:
H.6. Investigation: bd received 153 20 gauge insyte autoguard blood control units from lot 8310640 for evaluation. 144 units were unused and in sealed packages, 7 were missing packaging and there was 2 photos provided. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed there was more silicone lube present on the shafts than normal. A random sample of 76 units were selected from the sealed packages and one unit appeared to have a white particulate present on the tubing. The particle was identified to be a porous plug shaving. The opened units appeared to have excess silicone lube as well as a dark fibers present. Unfortunately, since the units were returned outside of their original packaging we were unable to isolate where these fibers came from. The engineer reviewed the photos as well but was unable to identify the foreign matter in the circled area. Based off the visual inspection the engineer was able to verify the reported issue. Silicone lube was used during the manufacturing process to minimize the insertion and threading forces required for use. It has been tested and confirmed to pose no threat to the patient. The porous shavings came from the manufacturing process and most likely became attached during production.

Event description:
It was reported that there were 2 occurrences of foreign matter on sheathing with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that there were bits of plastic on the sheathing.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of foreign matter on sheathing with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that there were bits of plastic on the sheathing.